Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, the issue has been solved after replacing the upper casse and the power board, then quality control has been passed (not received). The misuse box in the service report has been ticked. Despite several requests collect additionnal information, we did not receive anything that would allow us to go further with this investigation however based on available information we will consider this event due to misuse. To our knowledge this complaint is not being related to patient safety." This complaint is considered as misuse. The trend is normal. For this issue as per our local procedure, we initiated no action this complaints has been reported as MDR to FDA.

Event description:
The following has been reported: issue: not powering on, plastic around drive nuts damaged on upper case kit resolution: replaced upper case kit/power board. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.